Event description:
Bard #24f 3 way foley cath inserted during surgical proc., cysto/turbt. In rr (recovery room) when attempting to remove catheter, balloon deflated, unable to remove catheter. Patient takes back to o.r. For surgeon removal, noted balloon defective and did not completely deflate. Dates of use: one day in 2008. Diagnosis or reason for use: cysto/turbt.